Event description:
It was reported that four (4) large volume infusors did not have the white cap on top of the devices (at the fill port). This issue was discovered in the clean room at the compounding center, before using the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 14, 2021 - july 15, 2021. H10: one (1) actual device was received for evaluation in the original, but opened primary package. The remaining devices were discarded; therefore, a device analysis could not performed for those samples. A visual inspection was performed on the returned device using the naked eye which identified the fill port cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.